Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported irrigation tubing with white connector could not be connected to the handpiece tightly during vitrectomy surgery. The surgery was completed after a new replacement. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A 7-second video was provided for this investigation. The customer video provided shows the ultrasonic handpiece (us) (hp) in the user's hand and they have the white irrigation luer being held with two fingers. The user makes contact with the irrigation port of the hp. No observed push-force is used to insert the tapered luer into the handpiece for a secure fit, there is only partial insertion with two fingers. The customer repeats the same light contact to the hp irrigation port with no full insertion of the luer into the hp. In both instances, there is no observed push-force when inserting the white luer. The customer should be reminded it is a tapered fit. The returned sample was tested and the white irrigation luer did not exhibit any damage or defects that would cause or contribute to the reported event. The sample was tested on a calibrated console using both handpieces to verify a good fit. The irrigation luer was pushed-in and fit securely. The sample could prime and tune successfully during calibration. No anomalies or leakage from the I/a luers were observed. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint is related to customer technique based on the video and is further supported by the results of the investigation where the irrigation luer fit securely onto two different type of handpieces used. After investigation of this complaint no corrective action is required at this time as the root cause is related to user error. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).